Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The parents reported a gradual deterioration of responses which started during february 2021.the user has been re-implanted. Despite requested, the concerned device has not been received for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. The parents reported a gradual deterioration of responses which started during (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The parents reported a gradual deterioration of responses which started during the last month ((B)(6) 2021).